Event description:
It was reported that the customer had an accident in which the insulin pump in the restroom and thought that his insulin pump was cracked. The blood glucose reading was 102 mg/dl. The customer stated that he was not getting a display on the lcd screen and that there was a crack on the battery compartment. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint of powerconnector on interface board. Unable to perform displacement test due to blank display. The unit had cracked battery tube threads, cracked reservoir tube lip, cracked case near vibrator motor housing area and scratched lcd window.